Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nursing manager reported that the tip cover of the monopolar curved scissors (mcs) instrument came loose several times. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Refer to annex e, f, and a for updated codings.